Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vein. After a 10mm x 39mm wall stent was implanted, post-dilatation was performed using an 8.0mm x 40mm, 75cm mustang balloon catheter. However, on the first inflation at 15 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a 7mm x 40mm mustang balloon catheter. No patient complications were reported. Patient¿s status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended along the main body of the balloon for a total length of approximately 4.5cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vein. After a 10mm x 39mm wall stent was implanted, post-dilatation was performed using an 8.0mm x 40mm, 75cm mustang balloon catheter. However, on the first inflation at 15 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a 7mm x 40mm mustang balloon catheter. No patient complications were reported. Patient's status was good.